Event description:
The customer reported a blue fluid leak of approximately 5ml from the main diluter module on a coulter lh 500 hematology analyzer during routine operation. The leak was contained within the instrument and ambient lyse temperature error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/01/2015. The fse found that cleaning reagent had leaked from tubing at pinch valve pv37. The fse replaced the tubing at pv37. The system was verified and validated. The customer was advised to perform s-cal calibration. (B)(4).